Event description:
It was reported the patient presented for implant procedure. Post-implant procedure, an effusion was noted around the right atrial appendage with a drop in blood pressure. A cardiac tamponade developed and pericardiocentesis was performed. The patient was in stable condition after the drainage.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.